Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (medical device problem code, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse did not address the low helium alarm. However, the helium tank was reported to be closed. There was no helium leak present. The fse opened the unit and found that the fan connector was no longer plugged in. The connector had not been properly inserted and had fallen out. The fse reattached the connector correctly and checked it to ensure it was properly locked in place. Several visual inspections were performed. The unit passed all performance and safety tests according to the factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit shutdown due to overheating, prior to this, various error messages appeared, such as "low helium". Fan failure was also reported. There was patient involvement but no harm reported.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, d10, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse opened the unit and found that the fan connector was no longer plugged in. The connector had not been properly inserted and had fallen out. The fse reattached the connector correctly and checked it to ensure it was properly locked in place. Several visual inspections were performed. The unit passed all performance and safety tests according to the factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse did not address the low helium alarm. However, the helium tank was reported to be closed. There was no helium leak present. The fse opened the unit and found that the fan connector was no longer plugged in. The connector had not been properly inserted and had fallen out. The fse reattached the connector correctly and checked it to ensure it was properly locked in place. Several visual inspections were performed. The unit passed all performance and safety tests according to the factory specifications. The iabp was returned to the customer and cleared for clinical use.